Event description:
Report rec'd from the u.s.a. Stating that the device had a hold in the hose. The device was not being used during surgery. It is unk if there were injuries or medical intervention. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).